Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b15. Clarification to h.6. Type of investigation code: the syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2., a.3., b.3., b.5., b.7., section c. Suspect product, d.4., d.6a., h.4., h.6., h.8.

Event description:
Additionally, healthcare professional (hcp) reported the patient was injected in the chin, c1, c2, (illegible) 2c with an illegible amount of juvéderm® volux¿. Approximately four months later, patient experienced a post-inflammatory nodule at the injection sites. Two days later, patient was treated with antibiotic, hyaluronidase, and steroid. Three weeks later, the event resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volux¿ and experienced a post-inflammatory nodule. Patient was treated with antibiotic, hyaluronidase and steroid. The event has resolved.